Event description:
It was reported difficult deflation was encountered during a superficial femoral angioplasty procedure. Following several attempts to deflate the balloon, deflation was achieved. However, due to the deflation difficulties, the thrombus was disturbed which migrated and embolized down in the pt's limb. The pt underwent tpa thrombolysis treatment. The pt's condition is good. The device has been rec'd, evaluated and retained by this MFR. The engineering eval indicated the balloon was blocked with contrast medium and therefore could not be fully evaluated. A restriction was noted within the y-connector. Co is unable to determine the exact cause for this event. Co's directions for use state under balloon catheter preparation: "aspirate until the balloon is completely deflated. Maintain a vacuum in the balloon until air bubbles no longer appear in the syringe. This vacuum should be maintained for approx 15 to 20 seconds."